Manufacturer narrative:
Apoc incident #(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(4) 2017, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result on a (B)(6) female patient feeling dizzy. The patient was admitted on (B)(6) 2017 at 11:00 and discharged on (B)(6) 2017 at 18:00 (local time). There was no additional patient information at the time of this report. Return product is available. (B)(6). The customer states that all samples were collected on (B)(6) 2017 approximately 30 minutes before test time. Collection and test times are unk. There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 10/06/2017. A review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. A deficiency has been identified. Retained cartridge testing met the acceptance criterion for the rate of detected errors (dts), but not for the rate of undetected errors (udts), outlined in appendix 1 of q04.01.003 rev. Ab (product complaint level 2 and level 3 investigation procedure). The root cause investigation will be documented within exception report (ER) (B)(4).

Event description:
Na.